Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (treatment/death) was confirmed. Upon evaluation the monitor passed incoming functionality testing. A review of download data indicates that the monitor reset after delivering a pulse in the field. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt passed all incoming testing. Upon investigation the electrode belt failed a subsequent test. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink was pulled off in the distribution node, causing the pulse wires to short to the distribution node pca. The root cause for the pulled heat shrink could not be positively identified. Manufacture dates: monitor 10/1/2014, belt 5/15/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly unconscious prior to passing. Review of the download data revealed that from 11:58:52 pm on (B)(6) 2019 until 12:02:07 am on (B)(6) 2019, the patient's rhythm was sinus rhythm at 70 bpm with pvc's, transitioning to an idioventricular rhythm at 60 bpm, slowing to an idioventricular rhythm at 30 bpm that degraded to ventricular tachycardia (vt) at 150 bpm with a six second pause. From 12:02:07 am to 12:02:41 am on (B)(6) 2019, two arrhythmias were detected by the lifevest. The patient's rhythm at this time was vt at 150 bpm, that self-converted to an idioventricular rhythm at 30 bpm transitioning back to vt at 150 bpm. A non-treatable rhythm was declared at 12:02:53 am. The lifevest did not deliver a treatment during this time due to the arrhythmia self-converting to a slower rhythm. At 12:03:13 am, an arrhythmia was detected by the lifevest with response button use. It is unknown who was pressing the response buttons at this time. The patient's rhythm at this time was vt at 150 bpm self-converting to idioventricular rhythm at 30 bpm. At 12:03:37 am, gel was released from the electrode belt. A non-treatable rhythm was declared by the lifevest at 12:04:18 am. The arrhythmia self-conversion prevented the lifevest from delivering a treatment during this time. At 12:04:42 am, an arrhythmia was detected by the lifevest. The patient's rhythm at this time was an idioventricular rhythm at 30 bpm degrading to vt at 150 bpm that self-converted to an idioventricular rhythm at 20 bpm and transitioned to vt at 150 bpm. At 12:07:10 am, the flag files indicate that the patient's monitor delivered a full-energy pulse, and immediately reset, which prevented the flag that indicates that a pulse was delivered from being recorded. The patient's rhythm at the time of the shutdown was an idioventricular rhythm at 60 bpm. At 12:08:51 am, an arrhythmia was detected by the lifevest. The patient's rhythm at this time was vt at 120 bpm. At 12:08:51, the patient received a second treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 120 bpm, and the post-shock rhythm was an idioventricular rhythm at 40 bpm. The response buttons were pressed from 12:09:11 am to 12:10:34 am. It is unknown who was pressing the response buttons during this time. The patient's ECG recordings show that from 12:12:38 am to 12:14:16 am, the patient's rhythm was an idioventricular rhythm at 50 bpm. At 12:22:27 am, a manual recording was taken with response button use. The patient's rhythm at this time was an idioventricular rhythm at 20 bpm. The device was shut down at 12:22:45 am while the patient was in an idioventricular rhythm at 20 bpm. The patient was reportedly taken to the hospital after the event, it was reported that the patient's cause of death was a "blood clot to the head". There is no indication that a device malfunction caused or contributed to the patient's passing. Arrhythmia self-conversion prevented the lifevest from delivering a treatment.